Manufacturer narrative:
The clinical staff rebooted the device and performed a checkout procedure, where all tests passed. A spacelabs field service engineer was contacted and verified the issue through evidence in the device logs. Findings show that power-cycling the device resolved the issue. The device was placed into service and there have been no reports of recurrence. The user was alerted to this problem by the displayed warning message, and the issue prevents use of the device until resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur, however, spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, clinical staff discovered a triangle error message displayed on the arkon while the device was in standby mode. The unit was not in patient use when the issue was discovered. No injury was reported.